Event description:
It was reported that the xenon light source was not getting an image on the screen, only colored noise artifacts were displayed. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support asked customer to confirm if they are not using a video cable or if this was attached to the front of the processor, while also using a 190 series scope. Informed that leaving this cable connected, intended for 180 series scopes, while using 190 can cause this error. Customer confirmed that they are not using or have this cable attached, therefore they think it is something else. Asked customer to confirm cabling in the back connecting the two boxes: customer inspected and reseated the cables, said that they looked on in good condition, but the issue remains the same. Informed customer that if the tower was doing the same with other scopes, then issue could relate to dirty gold contacts. Advised trying cleaning the gold contacts in the scope connector with alc prep pad, and to make sure that they are power cycling in between change of scopes, no hot swapping. Tried the suggestion above, as well with another scope, and issue remains. Informed customer that after ruling out the scopes, the issue could be related to faulty light source, video processor, or broken cable connecting the two boxes. Advised that customer should try swapping out the light source first, to start with process of elimination and find faulty component. Once the faulty component is narrowed down and identified, instructed to call us back to setup the repair service order. The customer called back and stated they swapped to a different processor, and it resolved the problem. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.